Event description:
During a diagnostic heart catheterization a 6 fr 10cm sheath was used. At the end of the case the provider pulled the sheath out and the catheter was not intact. About 9cm of the sheath was still in the femoral artery. Physician held pressure until he was able to remove the broken sheath from the artery. Patient was monitored closely in recovery for signs of injury/harm. Follow up phone call with case management reported no issues at access site for procedure. Manufacturer was notified and report filed regarding the device failure. All sheaths with that lot number have been removed from the cath labs/store rooms.